Manufacturer narrative:
The customer's calibration and qc data were requested but not provided. The patient's sample was provided for an investigation. The investigation confirmed the patient's ft3 result. Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed. An influence of prewash for ft3 was discovered in the patient's sample. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined no product problem could be found.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The initial results were not reported outside the laboratory. The customer provided the patient's sample for investigation, and the sample was tested on an e 801 module, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. Refer to the attachment on the medwatch for all patient data.